Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a pre discharge check, it was noted that the ventricular lead had dislodged. The lead was not repositioned because it was noted it was too short. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.